Event description:
It was reported that the patient passed away before the amputation could be performed.

Manufacturer narrative:
A complaints history review was carried on the whole profore range and no complaints of a similar nature have been recorded.

Event description:
It was reported that the IFU for profore product was misleading. An elderly lady's leg was amputated because profore was applied and the patient had significant arterial problems. Abpi was 0.9.

Manufacturer narrative:
Sample was not evaluated due to there was no sample returned for investigation.